Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and associated right ventricular (rv) lead triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and associated right ventricular (rv) lead triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and associated right ventricular (rv) lead triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The device remains in service.